Event description:
Same case as MDR ID#: 2134265-2015-01096, 2134265-2015-01168, 2134265-2015-02243. Reportable based on analysis completed on (B)(4) 2015. It was reported that during completed total occlusion treatment procedure, the stent delivery system could not cross the lesion and tip damage occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca) with total occlusion. A stingray catheter and a stingray guidewire were selected. During the procedure, the catheter enwrapped on the guidewire. Both devices were removed together and replaced with other devices. A 2.50x24mm promus premier stent was advanced but failed to cross the lesion and defective tip was noted. Another 2.25x8mm promus premier stent was then selected but the same issue occurred. Both stents were removed. The procedure was completed with a rebel stent. No patient complications were reported and the patient's status is fine. However, the returned devices revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted and damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).